Event description:
It was reported that a user experienced hyperglycemia with a glucose reading of approximately 304 mg/dl after changing all supplies two hours prior, using a contact detach steel infusion set, with no abnormalities observed at the infusion site or on the ilet device, and glucose trending into the 290s during the call; the user had eaten and entered two meal announcements, and education was provided not to add extra meal announcements, how to review insulin delivery in the ilet mobile app, how to view algorithm steps on the device, the learning period, and confirmation of insulin delivery without leakage. Symptoms included elevated blood glucose. Outcomes included no injury, no alarms, and no medical intervention beyond troubleshooting and education. Investigation included review of device status, confirmation of insulin delivery, site assessment, and user guidance on algorithm function and data review. Investigation of this case revealed no device malfunction, no infusion site issues, and no insulin leakage, with user actions likely contributing by providing multiple meal announcements that could affect algorithmic insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.